Event description:
It was reported that the rv lead was replaced due to 10 inappropriate shocks caused by noise. No further patient complications were reported as a result of this event. Further information received indicates that the lead was fractured.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Other: it was reported that the rv lead was replaced, due to 10 inappropriate shocks caused by noise. No further patient complications were reported as a result of this event. Further information received indicates that the lead was fractured. No conclusion can be drawn. Interference, lead(s), fracture of, shock, inappropriate.